Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that three units of rx cytology brush devices were ordered on august 19th and arrived on august 20th. On (B)(6) 2021, it was discovered that the seal of one of the devices was peeled off and the sterile pouch was compromised. There was no patient involvement during this event.